Event description:
During the 3 days post implant check of the device involved in this report, oversensing episodes were visible in device memory. One of these episodes triggered inappropriate atp therapy.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Results and conclusions: such oversensed events could result from strong external interference, specific patient activities, myopotential sensing or a ventricular lead issue. None of them could be confirmed. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B) (4).